Event description:
It was reported the lead showed normal measurements during implant. After implant and during the first device check while still in the cath lab, exit block was noticed. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected: location changed from unknown to not applicable, event code type, and operator code. Evaluation summary: (B)(4) no anomalies were found; proximal conductor distorted; blood in or on helix mechanism; damaged at implant. The full lead was returned and analyzed. The lead was returned with the helix fully retracted and with blood and tissue on it.